Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that their blood glucose was 486 mg/dl. The patient's blood glucose had been increasing steadily since noon, which led the patient to changing her infusion set. She also treated via manual insulin injection. The patient's blood glucose at the time of call was 250 mg/dl. Troubleshooting was initiated for the customer's high blood glucose and to inspect the pump and its corresponding components for damage and functionality. No apparent anomalies or malfunctions were discovered on the pump, reservoir, infusion set, or insulin. The insulin pump was not returned for analysis.